Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using humalin u-500 brand insulin, tandem technical support educated the customer this is off label insulin use.